Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation. It was noted that the patient's stimulation "seemed to be off and suddenly increased to 6 volts." It was further noted that the patient's stimulator was typically set at 3.5 volts. Frequent monitoring of the stimulator and patient activity was discussed. Basic functionality of the patient programmer and control magnet was reviewed. The patient outcome was not provided.